Event description:
It was reported that during a laparoscopy-assisted colectomy procedure, the trigger did not not return when the device was fired on the blood vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.